Event description:
In 2008- reporter alleged that the intell drive is stuck in reverse. Customer stated that when the switch is activated the bed goes into reverse. No injuries reported at this time. At about five days later, torn push handle cover on left side, causes drive switch to stay engaged after use, replaced damaged push handle.